Event description:
Customer reported blood glucose results of 202 mg/dl, 107 mg/dl, 85 mg/dl, and 95 mg/dl within 10 minutes on the aviva system. Customer reported symptoms, was able to self treat. No adverse event reported. A request was made for the return of the system, replacement was sent.